Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks as a result of atrial under sensing. Boston scientific technical services were contacted and provided programming recommendations to resolve the event. The patient was stable with no additional adverse consequences and the system remains implanted and in service.